Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was treated in the emergency room with diabetic ketoacidosis (dka). The omnipod 5 controller was reported to only function while plugged in, leading to the patient being unable to bolus insulin. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, polydipsia, heart palpitation, and nausea. The patient was treated with intravenous fluids and insulin.